Event description:
Initial information was reported by a physician to a sales representative on 14-oct-2009: a female was injected poly-l-lactic acid (sculptra) on the dorsal side of both hands. She was injected with poly-l-lactic acid (sculptra) in three treatment sessions. The patient had diffuse nodules on both hands that continued to get larger. No further relevant information was reported.